Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt complained of post-operative pain when sitting. During a post-operative examination, the physician felt the locking eyelet during rectal examination. Corrective surgery, was offered but the pt has not scheduled the procedure as yet.